Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected); "corneal edema" (corneal edema). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A nurse reported, a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt was noted to have had a previous lasik procedure with enhancement (pre-existing). In a f/u phone call, the surgeon's office indicated, the iol exchange had been performed and the pt was experiencing corneal edema. The pt was being treated with medications for the corneal edema. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 6/24/2010, 6/25/2010, 6/29/2010, 07/20/2010, and 7/21/2010 by phone, fax, and mail. A completed questionnaire was received on 6/29/2010. Add'l info was received by phone on 7/20/2010 and 7/21/2010. (B)(4).